Event description:
Physician attempted to insert product into pt. When helical blade was inserted into trochanteric nail, the physician met resistance and was unable to properly position helical blade. Helical blade was difficult to remove. Both products were removed from pt and inspected. Helical blade was found to be satisfactory for use. Trochanteric nail was found to have a defect in the area where the helical blade is inserted. A second trochanteric nail was inserted with no difficulty.